Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that during a right internal carotid artery stenting procedure, prior to the introduction of an abbott device, the patient experienced left arm pain, left facial droop, facial numbness and slurred speech. This resolved within 2 minutes and the procedure continued without any new issues; however, at the end of the procedure, the patient reported bilateral visual changes described as 'squiggly lines' in the peripheral vision. Within 2 hours, the event resolved. Early the next morning, the patient experienced left sided weakness, slurred speech and left facial numbness, which was diagnosed as a stroke. No treatment was provided and symptoms started improving almost immediately. On (B)(6) 2011, the patient was discharged to home. Although requested, there was no additional information provided.